Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a perineoplasty and sacral colpopexy due to mixed incontinence, rectocele, and vaginal wall prolapse with perineocele. It was reported that the doctor stitched over exposed mesh and patient underwent bladder tack in (B)(6) 2009 and correction surgery for mesh cutting through vaginal wall in (B)(6) 2010. The patient underwent abdominal hernia repairs on (B)(6) 2012 and on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced recurrent urinary incontinence.